Manufacturer narrative:
The operating currents are within specifications and passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected failed battery test alarms, weak battery alerts, low battery alerts or blank display anomalies noted during our testing. The insulin pump was received with minor scratches son the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that the battery cap that was sent did not work. The pump screen is still blank. Advised the customer that the pump would be replaced. The customer agreed to return the malfunctioning pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with insulin pump. The insulin pump stopped working and had battery problems. The customer blood glucose was unknown. After troubleshooting the display returned. Advised customer to monitor the insulin pump. In addition, the insulin pump alarmed failed battery, troubleshooting was completed but unsure the outcome. During troubleshooting the insulin pump had a low battery, which customer has been having issues. Customer inserted a new battery and issue is still occurring. Advised customer to revert to back up plan, per doctor instructions.